Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), the connector on the battery pack was found to be damaged. The last patient to use this battery pack did not report any problems.

Manufacturer narrative:
Device evaluation of battery connector was damaged. The root cause for the damaged connector could not be positively identified, but the damage likely occured when the battery was inserted into a monitor or charger with excessive force. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.